Event description:
Arjo was notified about an event with a maxi move passive lift. It was reported that during the patient¿s transfer from the wheelchair to the bed caregivers heard three beeps from the maxi move lift. They left resident suspended for a few minutes while one caregiver went to grab another battery. A new battery worked and the transfer was continued to lift to about bed height. Once they were clear of the wheelchair they surprisingly noticed that the patient slipped out of the sling landing on the floor on her left side. Both caregivers reported that the clips did not come undone during the transfer and the patient¿s entire body fell through the hole where the buttocks rests. All 4 clips were still attached to the spreader bar and stays were in the sling at the time. The patient¿s buttocks hit the floor first then her head hit the lift. The patient sustained abrasion to scalp, bleeding from back of head. The patient was taken to the emergency room and was deemed to have five rib fractures (#2-6). She was released and is back to the facility on pain management.